Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed the reported symptom of "system error 105" caused by partially dislodged q20 from I/o pcb. The effected I/o pcb will be replaced.

Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no patient injury.